Event description:
Nurse reported pt became sleepy post incorrect programming of pump. Pt had received pharmacy compounded baclofen 2000mcg/ml. The concentration was increased to 7000 mcg/ml with refill. Pt's program is complex continuous. Pt was programmed to simple bolus instead of intended bridge bolus. Error was in entry of bolus dose administration time. Dose should have been programmed to infuse over the determined hours and minutes - however the dose was programmed to infuse over minutes and seconds. Nurse did not see the slots for entry of hours. Pt received 800 mcg in 30 minutes. Pt became very sleepy and not arousable but was breathing well on their own. Hcp stopped pump, observed pt until pt became more alert then reprogrammed pump at a lower dose. Pt's dose was returned to normal in a day. Pt has recovered and is back at work.